Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred when attempting to load new supplies onto the pump. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer loaded a new cartridge successfully.